Event description:
The device was being used to treat a pt and reportedly gave several connect electrodes messages. The quik-combo pacing/defibrillation/ECG cable and quik-combo pacing/defibrillation/ECG electrodes' placement and connection were checked and the device was turned off and back on several times and the connect electrodes messages reportedly continued to be displayed. A back up device was obtained and, using the same combination electrodes, but different quik-combo cable, the back up device reportedly operated properly through the rest of the reported event. The pt's outcome and details were not reported.